Event description:
The event is reported by the customer as: a catheter was inserted for less than 24 hours. There was no noticeable damage to the catheter bulb. The catheter was found lying beside the resident with the bulb fully deflated. No patient injury reported.

Manufacturer narrative:
The device sample was returned for evaluation. The results of the evaluation are not available at the time of this report.